Event description:
It was reported when using the bd preset¿ syringe with attached needle there was foreign matter on the plunger stopper. The following information was provided by the initial reporter. The customer stated: "after opening the package of the arterial blood collector, it was found that there was a foreign body in the plunger stopper of the arterial blood collector, which could not be used."

Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. The nature and origin of the foreign material was not able to be identified from the photos. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.